Event description:
The pt was originally implanted on july 26, 1996. Her system functioned normally and there were no reports of any problems until october 5, 1998. The pt was seen at the implant ctr on october 5, 1998 for device eval because after being hit on the head on october 3, 1998, her device ceased functioning. Testing conducted at the ctr confirmed that her implant was no longer functioning and the decision was made to schedule the pt for explantation/reimplantation. Revision surgery took place on october 23, 1998. Pt was reimplanted with another clarion device.